Event description:
The reporter stated the surgeon inserted a 13.7mm micl 13.7 implantable collamer lens and the lens flipped and went into the eye upside down. The lens tore while being removed and there was no patient injury, no enlarged incision or sutures. The lens was discarded. The backup lens was implanted.

Manufacturer narrative:
Pt age: unk. Pt weight: unk. Date of event: unk. Implant date: unk. Explant date: unk. (B)(4).: device evaluated by manufacturer? No. Lens was discarded. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens was discarded.